Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product. Dialysis pt.

Manufacturer narrative:
This is one event (death)for the same pt involving two separate products.